Event description:
The following information was reported to gore: on an unknown date in 2024, during gum suturing using gore-tex® suture, it was reported that the suture broke easily. The procedure was completed using different suture. No adverse events were reported. Reportedly, this is a facility that has been used gore-tex® suture many times. The suture was used in the same way as usual, but the suture used this time seemed to break easily. There was no impression that the needle was pulled or used differently than usual.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore-tex® suture instructions for use, adverse events that may occur and / or require intervention include, but are not limited to: broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies.. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.